Event description:
Caller reported testing their patient with the freestyle meter receiving erratic readings of 330 mg/dl, 140 mg/dl and 106 mg/dl within minutes of each other. Customer was basing insulin dosage on high readings received from freestyle meter. The customer passed out due to hypoglycemia. The paramedics were called and transported the customer to the hospital. The customer to the hospital. The customer was treated with glucagon.